Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal portion of the lead was performed. The lead was severed 11.8 centimeters from the terminal pin. Resistance testing verified that the lead segment was electrically continuous. Laboratory testing was unable to confirm the reported clinical observations.

Event description:
Approximately eight years later a portion of the lead was returned for analysis from another manufacturer. The lead was connected to the device.